Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative laparoscopic low anterior resection procedure, minor leak occurred on the fifth day after the surgery. There was no patient injury.